Event description:
The affiliate reports that during ventricular catheter positioning, the tip was too soft and the catheter size was too large resulting in not bein able to pass the catheter into the ventricular ependyma. The surgeon had to evacuate the hemhorrage.